Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a clinic evaluation, right ventricular (rv) lead t-wave oversensing (twos) was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated re-programming of rv lead sensing will be performed at the next clinic visit.